Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the connection to the patient line during their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 6 of treatment. The patient stated the connection loosened and fluid got all over him and his bed. The film on the back of the cassette was not loose. The patient line was not securely connected. Fluid was not discovered in the pump module or on the external of the cassette; fluid leaked from a loose connection. The patient was advised to cancel treatment and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported event, however the patient did not report if the disconnection was due to use error. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using new supplies from a different box and the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the connection to the patient line during their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 6 of treatment. The patient stated the connection loosened and fluid got all over him and his bed. The film on the back of the cassette was not loose. The patient line was not securely connected. Fluid was not discovered in the pump module or on the external of the cassette; fluid leaked from a loose connection to the patient line. The patient was advised to cancel treatment and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported event, however the patient did not report if the disconnection was due to use error. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using new supplies from a different box and the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Correction: b5 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.